Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of the device was performed. Review of the device memory confirmed that a low voltage alert, code 1003, was recorded and that the device recorded low temperature readings prior to setting the low voltage alert. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device. The battery did recover after the device re-interrogated after placement.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity at the first interrogation post implant. This patient required prolonged hospitalization and a scheduled replacement due to code 1003. A request was made to have data from this device analyzed. Engineering analysis found the code 1003 was triggered due to cold weather prior to implant. There were no other concerning codes or resets. It was determined the pacemaker is operating as normal and was cleared to remain implanted. The physician presented the findings to the patient, the patient elected to continue with the scheduled device replacement. Subsequently, this pacemaker was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity at the first interrogation post implant. This patient required prolonged hospitalization and a scheduled replacement due to code 1003. A request was made to have data from this device analyzed. Engineering analysis found the code 1003 was triggered due to cold weather prior to implant. There were no other concerning codes or resets. It was determined the pacemaker is operating as normal and was cleared to remain implanted. The physician presented the findings to the patient, the patient elected to continue with the scheduled device replacement. Subsequently, this pacemaker was successfully replaced. No additional adverse patient effects were reported.